Event description:
Customer reports low blood symptoms with blood glucose results in the 500's(mg/dl) taken on the compact system; no action taken based on device results. Customer was immediately taken to the hospital where she had a result below 80mg/dl and she was treated with an IV. Customer also reporting a second incident when she had low blood symptoms with a blood glucose result in the 500's(mg/dl); she was treated with orange juice and paramedics tested her blood glucose with result of 61mg/dl (15 minutes after the high result). She was treated with more juice and an IV (contents unknown) and taken to the hospital. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.